Event description:
Additional information received on may 06, 2013 noted that the patient was implanted with an advantage fit system during a procedure on (B)(6) 2009.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6), 2009. According to the patient, following implantation, she has had numerous bladder/urinary tract infections, experiences pain on a day-to-day basis, and is unable to have intercourse because of pain. In addition, the patient reportedly has a recurrence of prolapse and stress urinary incontinence. Reportedly, the physician told the patient that the mesh implantation didn't work, and she is going to undergo a mesh revision or removal. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.